Event description:
During the eval of a returned spectrum infusion pump, 5 occurrences of a "door jammed" alarm were identified in the event history log. There was no pt injury or medical intervention required since these items were found during eval of the device. No add'l info is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of (B)(4). The reported "door jammed" alarms were confirmed through the event history log review. The cause was undetermined. If any add'l info is received, a f/u will be sent. The lower auxiliary flex was replaced.